Manufacturer narrative:
A ge rep evaluated the sys and replaced the cpu board and the vertical lift motor control board. The sys operates as intended.

Event description:
The customer reported that the sys displayed a communication error and the vertical lift column will not move. No pt injury was reported.